Event description:
The mitek rep is reporting that a fragment of the ceramic portion of the working end of a vapr se electrode broke off into the body during knee surgery. All the fragments were retrieved, there was no harm to the patient and the case was concluded without further incident.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the patient and there were no patient consequences. However, if this was to recur and the broken fragment not retrieves from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. No further action is required at this time.